Event description:
It was reported that the patient experienced a bacterial infection and had the device removed. The wound was filled with pus. It was noted to be related to poor medical management. The device was disposed and the patient received antibiotics. No other information was provided. Additional information was requested.